Event description:
The facility reported a colleague infusion pump with a damaged battery. This event occurred during programming/setup; however it is unknown in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Upon completion of due diligence, the customer notified baxter that they would not returned the device. As a result the reported condition was not confirmed and the assignable cause not identified. A service history review revealed that this device was previously serviced for the reported condition. During previous service the main batteries and battery harness were replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.